Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The setscrews both moved freely with no binding throughout testing. Microscopic visual inspection of the header and the seal plugs revealed no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately and functioned as designed. Evidence of silicone to silicone bonding was found in the ventricular and atrial channels of the outer seal rings. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that during this elective device replacement procedure, the associated leads were stuck in the device header. Multiple efforts were utilized to attempt to release the leads. The physician subsequently cut the header off the device and the leads were freed. No adverse patient effects were reported.